Event description:
It was reported that as the physician attempted to perform cerebral angiography, the microcatheter was found to have detached within the angiography catheter. The microcatheter was removed together with the angiography catheter without any clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the shaft was broken where the coated section starts 52.5cm from the proximal end. Blood was noted on the external surface of the microcatheter suggestive of insufficient flushing. It is possible that insufficient flushing caused the coated section of the microcatheter to become stuck with the angiography catheter resulting in the shaft break. Therefore, a root cause of operational context will be assigned to this complaint.

Event description:
It was reported that as the physician attempted to perform cerebral angiography, the microcatheter was found to have detached within the angiography catheter. The microcatheter was removed together with the angiography catheter without any clinical consequences to the patient.